Event description:
The device was used during a thorascopic bullectomy procedure. Reportedly, the device caused tissue burn. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.